Manufacturer narrative:
Insulin pump was received with missing reservoir tube retainer. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that plastic ring around the reservoir compartment has come off. The customer¿s blood glucose level was 180 mg/dl. Customer stated lip of reservoir compartment came off when changing set. The customer was assisted with troubleshooting. Customer stated top of reservoir compartment had crack while changing out infusion set. Customer stated that reservoir locks in but ring keeps coming off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.